Event description:
Patient information - there was no patient information provided as this problem occurred during a training run with no patient connected to the machine.

Event description:
The customer reported 'return line air detector' and "reservoir" alarms. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the machine was inspected by a terumo bct service engineer. No physical problem was found with the equipment. An autotest was run with no problems found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of the reported problem is undetermined. Based on information provided by the customer, the most likely cause of the reported alarms was inadvertent air admission into a test circuit during training, but this could not be confirmed. An internal CAPA has been initiated for corrective actions related to the return line air detector.